Manufacturer narrative:
The device was returned for analysis. The reported tip material separation and the reported stretched stent were able to be confirmed. The reported entrapment of device was unable to be confirmed due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that after stent deployment during removal of the device the tip inadvertently got caught on the deployed stent (entrapment of device); thus resulting in the stent becoming stretched and becoming stuck in the introducer sheath; however this cannot be confirmed. Manipulation of the compromised device resulted in the reported tip material separation/noted tip/tip lumen/tip jacket separations and the noted stent damages (stretched/broken struts). As reported, the tip, tip lumen and tip jacket of the stent delivery separated in the patient anatomy but appear to have been snared and removed from the anatomy. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6 - health effect impact code: code 4624 was removed and code 4641 was added. H6 - medical device problem code: code 3270 was removed and coded 1212 and 1562 were added.

Event description:
Subsequent to the previously filed reports, attempts to clarify reported information were made; however, the information received remains unclear. No additional intervention was performed to treat the target lesion where the remaining stent was implanted. Additionally, the tip, tip lumen and tip jacket of the stent delivery separated in the patient anatomy but appear to have been snared and removed from the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the superficial femoral artery (sfa) was the target lesion and was predilated with a 5.0 mm balloon dilatation catheter. When the 6.5x150 mm supera stent was deployed there was no problem in the deployment mechanism and no resistance or obstruction in the introducer sheath. No portion of the stent deployed inside the introducer. After release, the stent was elongated more than 10% and came out of the sheath. The delivery system was removed under fluoroscopy and cine. Approximately 1/3 of stent that was outside the blood vessel was cut by the user. Approximately 2/3 of the deployed stent remains inside the sfa. No injury to the patient was reported. No additional information was provided.